Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause was use error - air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 on home choice (hc) during use, during therapy. The home patient (hp) stated that she cycled power off and got se 2367. The baxter technical representative (tsr) explained the alarms. The hp stated that she disconnected to go to the bathroom and did not use proper procedures for disconnecting. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.